Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® whitefoam dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. Device labeling states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Dressing identifier not provided.

Event description:
On jul 15 2016, the following information was reported to kci by the hospital risk manager/nurse: a fragment of a foreign material alleged to be v.a.c.® whitefoam dressing was retained in the patient's wound. One edge of the retained fragment "appears to be torn rather than having been trimmed for placement." It was "believed the fragment tore off when the sponge was being removed" during a dressing change. The date of the event was noted as (B)(6) 2016 with dates of use noted as (B)(6) 2015. It also stated that "the event was abated after use stopped or dose reduced. No event reappeared after reinstruction." On jul 15 2016, the following information was reported to kci by the hospital risk manager/nurse: the patient required re-operation to surgically excise the retained foreign material. On aug 01 2016, the following information was provided to kci via medical records: the patient presented to the emergency department with a three day history of increased tenderness, redness, and warmth along the surgical scar. The patient was taken to surgery and a 2cm by 2cm piece of retained foreign material alleged to be v.a.c.® whitefoam dressing was removed. The retained foreign material "appeared to be a torn fragment versus a clean cut piece of sponge." No additional information is available.